Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Event description:
The insulin pump functioned properly. All operating currents are within specification. No unexpected blank display or constant tone noted. The insulin pump passed self test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarms noted and the motor was tested outside the device and passed. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
This one of two device reports associated with this event. Associated MFR report #s: 1225714-2013-01339 and 1225714-2013-01340. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR #: 1225714-2013-01340.